Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, sleep issue, lung issue. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused headache, sleep issue, lung issue. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed minor dust/dirt contamination on top and bottom enclosure, sd cover flip door, accessory module flip door, ui panel assembly, blower box, blower box upper cap, rear panel, blower, blower outlet seal, and p4 power connector. There was a piece of tape on the bottom of device. Pil did observed dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer confirms the device has dust/dirt contamination in the airpath. There was no evidence of sound abatement foam degradation.